Event description:
It was reported to philips the device would not turn off and the alarm does not stop. Patient/user involvement is unknown. The customer spoke with a philips remote service engineer (rse). The customer stated that the device will power off only when disconnecting the power and removing the batteries. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The repair for this unit cannot be completed at this time due to the pm pcba being on back order. The material has already been requested and an order for the part was placed. The material ordered pm pcba replacement aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repairs will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The pm pcba part needed to complete the device evaluation is currently on backorder. The evaluation will be completed when the part is available. An updated report will be provided upon completion of the investigation.

Manufacturer narrative:
There was no patient involvement. The device was not in clinical use.